Event description:
Seven days after receiving three cypher and two driver stents, the pt had thrombosis in one of the implanted cypher stents. The male pt had the following medical history: ap, liver function failure and obesity. The target lesion was the proximal right coronary (rca) to the posterior descending (pd). Target lesion was a de-novo, eccentric and bifurcated lesion. Aha/acc classification of the vessel was a type c. The lesion length was about 80mm and vessel diameter was 2.5 ~4.0 mm. The procedure was an elective case. Pre-dilatation was conducted. The pd was pre-dilated with a balloon (2.5 x 20mm) at 14 atmospheres (atms) for 15 seconds. 1st cypher (2.5 x 28mm) (lot unk) was implanted at 14 atm for 15 seconds at the pt 2nd cypher (2.5 x 18mm) (lot i0106070) was implanted at 12 atm for 15 seconds at the pd towards the 1st cypher using the crust stent technique. 3rd cypher (3.5 x 23mm) (lot unk) was implanted at 12 atm for 15 seconds at the distal rca proximal to the 2nd cypher stent. A driver stent (medtronic 4.0 x 30mm) was implanted at the mid rca proximal to 3rd cypher stent at 8~10 atm for 15 seconds. The 2nd and 3rd cypher stents and the two driver stents were overlapping each other. Post-dilation was conducted. The pt was post-dilated with a balloon (2.5 x 14mm) at 16 atm for 15 seconds. Ivus was conducted. Timi flow was 3 pre-procedure and 3 post-procedure. The residual % of stenosis after the procedure was 0%. Act was measured (179) and 4,000u of heparin was additionally administered. Seven days late, the pt complained of chest pain. Coronary angiography was conducted and thrombus was confirmed in the 2.5 x 18 mm cypher stent implanted at the pd. Aspiration was conducted and balloon angiography was conducted with a balloon (3.0 x 10mm) at 4 atm for 15 seconds. Thrombolytic agent (monteplase 800,000u) was administered.